Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device; no further info was provided.

Manufacturer narrative:
Warn driveshaft bearings were identified as the probable cause of the device overheating. Corrosion was also noted within the internal components of the device.